Event description:
According to the reporter, on (B)(6) 2017, during a roux-en-y procedure, the device was not fully fired, had poor staple formation, leading to an incomplete staple line. A new device was used in order to resolve the issue. No patient injury. The device is expected to be returned for evaluation.